Event description:
It was reported that when the pulsavac plus unit was opened, the twist tie was found between the tray and the tyvek cover, which would render the unit unsterile. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. Initial evaluation determined that the device was previously opened. There was no indication that the twist tie was sealed in the area between the tray and the tyvek. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.